Event description:
Information received indicates the brake is not working. The brake casters are setting in brake but would swivel when pushed from the side.

Manufacturer narrative:
The technician replaced the worn brake casters to repair the stretcher.